Event description:
During preventive maintenance, the device did not switch from ac to battery backup power as expected. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.